Event description:
The pt presented with a displaced corneal flap one day following lasik surgery. The flap was displaced inferiorly, exposing the stromal bed. The flap required suturing, which may be considered secondary surgical intervention. The pt rec'd topical antibiotics and a bandage contact lens and returned two weeks later to have the suture and contact lens removed. Approx 2.5 mos post-operatively, best corrected visual acuity (bcva) was 20/40, compared to the baseline bcva of 20/30. In the opinion of the surgeon, the laser did not cause the flap to dislodge; flap displacement is generally the result of eye rubbing or other disturbance on the part of the pt.